Event description:
Paramedics attended to a person diagnosed in cardiac arrest. External pacing was administered to the pt using the device. The device allegedly failed to display the pt's ECG rythym using pt cable leads and displayed the message "ra lead off." The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.